Event description:
Pt had tortuous iliacs. The main body graft was introduced through a left sided approach. After the contralateral iliac leg was placed, angiogram noted a type I endoleak. Iliac leg extension was successfully placed. Final angiogram did not detect any visible signs of an endoleak.